Event description:
The customer reported that she needed assistance with basal settings in carelink. Customer stated she was having high and low blood glucose. Customer stated she had as low as blood glucose of 20 mg/dl and as high as 279 mg/dl. Troubleshooting was done for high blood glucose. Customer's blood glucose was 179 mg/dl. Customer stated found air bubbles. Troubleshooting was done for air bubbles and low blood glucose. Customer stated that insulin pump was exposed to magnetic resonance imaging. Advised the customer to speak with their health care provider reading low blood glucose regarding low blood glucose due to fire alarm going off. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.